Manufacturer narrative:
Complaint internal reference: (B)(4). H10. H2, h3, h6: the controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. Visual evaluation of the quantum ii showed an untouched warranty seal. The manufacturing date of the controller is rev.q / 2020-01-02. No manufacturing abnormalities or defect components were visually found on the returned unit. However, four mainboard screws were loose and accumulated on the speaker magnet. A inside view revealed no fluid spill marks inside the controller. During functional evaluation in service, the device showed a hardware error f4. The complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a wand which could have caused internal component damage to the controller. No relevant clinical medical information was provided to conduct a thorough medical assessment. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of manufacturing records for this s/n (B)(6) found no deviations or non-conformities during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6 h10: the controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. Visual evaluation of the quantum ii showed an untouched warranty seal. The manufacturing date of the controller is rev.q / (B)(6) 2020. No manufacturing abnormalities or defect components were visually found on the returned unit. However, four mainboard screws were loose and accumulated on the speaker magnet. A inside view revealed no fluid spill marks inside the controller. During functional evaluation in service, the device showed a hardware error f4. The complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a wand which could have caused internal component damage to the controller. ¿no relevant clinical medical information was provided to conduct a thorough medical assessment. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A complaint history review found related failures. A review of manufacturing records for this s/n (B)(6) found no deviations or non-conformance's during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found no relevant clinical medical information was provided to conduct a thorough medical assessment. Visual evaluation of the rf12000, q2 controller s/n (B)(6)shows that the warranty seal is untouched. The manufacturing date of the controller is 2020-01-02. No visible manufacturing abnormalities were found. The housing of the controller was opened - no visible manufacturing abnormalities or defective components were found. No fluid spill marks were detected inside the unit. However, four mainboard screws were loose and accumulated on the speaker magnet. After powering up, the device generates a ¿hardware failure¿ f4 associated with an alarm sound and the red attention led. The failure could not be reset. The complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that during an acl surgery a f4 error message appeared on the quantum controller. This resulted in a non-significant surgical delay. The procedure was successfully completed using a competitor device. A revision surgery and injury were reported, but neither of them could not be confirmed.

Event description:
It was reported that during an acl surgery a f4 error message appeared on the quantum controller. No patient injuries or significant delay reported. Surgery was finished using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.